Event description:
Ous MDR - after an implantation time of one month, a suspected insulation defect on the lead was reported. Radiology suspects a subclavian crush syndrome. The lead was explanted and replaced. No deterioration of the patients state of health was reported. The lead is currently undergoing analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked extensively. 23 cm and 28 cm to 29.5 cm distal of the is-1 connector pin, insulation damage was found due to squashing and deformation. The observed damage manifestation requires excessive mechanical stress on the lead body. The characteristics of the damage structure of the lead body leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome und constant interaction with a neighboring lead. The clinically observed loop formation of the lead in the proximal region could be confirmed during the analysis of the available x-ray image. It cannot be ruled out that there was an additional twiddler syndrome of the lead in the implanted state. In the further course of the analysis, a kinked inner conductor helix was found between tip electrode and ring electrode. This damage is most likely a result of the explantation process. There were no indications of material defects or manufacturing errors.